Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed during review of the device data logs. The log also suggest that either a low or uncalibrated battery may have been related. However, the device passed full functional testing including multiple defib charge and shock tests at various joule settings without duplicating the report. The processor/bridge/pace board and ECG board were replaced as a precaution. The device was recertified and returned to the customer. The battery used was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.